Event description:
The pt presented with a recent myocardial infarction greater than or equal to 72 hours prior to the index procedure, and three-vessel coronary disease was noted. Three non-cordis stents: one in the 1st diagonal, one in the 1st obtuse marginal, and one in the distal right coronary artery and four were cypher stents; two in the mid left anterior descending artery, one in 1st obtuse marginal artery, and one in the distal right coronary artery were implanted without incident. However, approximately six months later, a follow-up angiogram revealed 80% intra-stent, peri-stent proximal and per-stent distal restenoses with a timi ii grade flow of the 1st diagonal and mid left anterior descending arteries. Consequently, the pt underwent a repeat percutaneous coronary intervention, and the lesions were treated with balloon angioplasty only with successful results. Post reintervention procedural diameter stenosis for both vessels was 0%.